Event description:
On (B)(6) 2013, the lay user/patient¿s father (reporter) contacted lifescan (lfs) alleging that his daughter¿s onetouch verio iq meters were intermittently displaying an error 2 message. The patient reportedly has two onetouch verio iq meters that were allegedly displaying the error 2 message; however, it is not clear which meter displayed the alleged issue first. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2013, and obtained the following information: the patient is (B)(6), with assistance from the reporter she is tested between 10-15 times a day, and her diabetes is managed with insulin (humalog, sliding scale based on meter reading and food intake; and lantus once a day, 4 ½ units). The reporter alleged that the issue first began approximately one to three weeks prior to contacting lfs (while at the zoo). The patient did not have a backup meter to test with at that time, so in response to the alleged meter issue, the reporter indicated he decreased (by ½ a unit) the amount of insulin she required for that time of the day, throughout the day. Later that evening (when they arrived home) the patient was tested with her other onetouch verio iq meter and allegedly obtained and error 2 message. Afterwards the patient reportedly obtained a reading ¿over 600mg/dl¿ with the reporter¿s meter; the reporter contributed her high reading to not receiving the proper amount of insulin throughout the day, the reporter indicated he administered her usual dose of 4 ½ units of insulin that evening. According to the reporter, 24-36 hours after the alleged issue occurred the patient was not feeling well (specifying she felt warm, was not doing her normal activities, and not wanting to eat or play); and this reportedly continued on for approximately two to three days. After the onset of her symptom, the reporter indicated he began monitoring and managing the patient¿s insulin regimen based on her readings obtained from his meter.the reporter corrected and clarified he treated his daughter with insulin (dosage unknown) and she began to feel better and was back to her normal self approximately two days later. At the time of troubleshooting, the customer service representative verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the reporter was using the correct test strips. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims he was unable test his daughter¿s blood glucose due to the reported issue and she reportedly obtained a blood glucose value suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - (10/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/21/2013 and 9/24/2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 sc 2 and 1 message. In addition,a secondary issue was noted when white residue was found on the display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strip lot #: 3395458.